Event description:
It was reported that after the pocket was closed, no capture was noted on the ventricular lead. The physician decided to re-open the pocket to check the lead to pacer connection. An attempt to stimulate through the pulse generator (pg) via the telemetry wand was unsuccessful. The pg was replaced, but the lack of ventricular pacing remained. The lead was then explanted and replaced, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.